Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerloc developed a leak on the second day of use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One image and two videos of an infusion set were returned for evaluation. An initial visual observation of the videos showed a crack resulting in a leak in the y-site of the infusion set. The device was flushed with a clear fluid and a cotton swab was used to retrieve the droplets from the leak. The infusion set was observed to be in use in the returned videos. There were no distinguishing features in the returned image and videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported powerloc developed a leak on the second day of use. No other information was provided.